Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device has not correctly provided w2 battery low warnings for 1 year, and the battery lifetime is occasionally 2 weeks. She has experienced hyperglycemia in relation to this event. Her blood glucose elevated to 375 mg/dl two times from (B)(6) 2013. She delivered insulin via pen as treatment and changed the battery in the infusion device. Her blood glucose returned to a normal level a short time later, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Based on the history analysis the pump did not have high power consumption. The adapter and battery cover passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. A visual inspection and tests for flow and leak were performed on the returned used infusion set, and all test results were within specifications.